Manufacturer narrative:
The reported events were lead dislodgment, a helix mechanism issue, noise and high lead impedance. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of a helix mechanism issue was confirmed. After cleaning and by applying toque directly to the connector pin, the helix could be extended and retracted, and helix extension length met specification. The cause of the reported event of a helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported events of noise and high lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During in clinic follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed a lead dislodgement. During the revision procedure, the helix was unable to be extended or retracted and high pacing impedance was noted. The rv lead was explanted and replaced to resolve the event. The patient was stable.